Event description:
It was reported that the ilet bionic pancreas was found with the touchscreen and back cover separated, exposing internal hardware, after which the device was unusable; the user transitioned to backup therapy and blood glucose levels were unaffected. Symptoms included no injury. Outcomes included device interruption that required switching to alternate therapy. Investigation included collection of event details, confirmation that the device had synced prior to shutdown, request for photographic evidence, and arrangements for device return for evaluation. Investigation of this case revealed a mechanical enclosure failure consistent with screen bezel/back cover separation leading to loss of function. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical housing failure of undetermined origin.